Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section g4 and to provide the completed investigation results. The initial MDR inadvertently had the wrong 510k number in section g4. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 2ml of air left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflate on tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that is causing a leak at the inflation tube channel. The ops qe was notified, and non-conformances (nc) was initiated for this issue. Non-conformances (nc) will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that they had an issue with the involved tr band not holding air and the patient getting a hematoma. The event occurred post treatment. The patient was not injured during the event and medical or surgical intervention was not required. The patient condition is ok. The procedure outcome was positive.

Manufacturer narrative:
Initial reporter occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.